Event description:
The customer reported the ventilator screen went blank and alarmed due to a vent inop data acquisition pcba adc failure. The customer reported the device was in use and there was no patient harm. A vent inop occurrence during normal ventilation operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The manufacturers field service engineer replaced the data acquisition pcb and the data acquisition pcb to motor controller pcb cable to address the reported problem. Applicable final testing was completed per operating specifications.

Manufacturer narrative:
Date received by MFR date: 07/31/2014. Conclusion / root cause: the data acquisition pcba and data acquisition pcba to motor controller pcba cable was tested and no failures were identified. The 1006 error code could not be duplicated. This report is being submitted as part of the remediation for CAPA (B)(4).